Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the 5.mm flexible screwdriver was broken due to patient's size abs force, screwdriver not functional and need replacement. Procedure and patient outcome were unknown. This complaint involves one (1) device. This report is for (1) 5mm hex flexible screwdriver. This is report 01 of 01 for (B)(4).